Manufacturer narrative:
The user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing did not fill all the way during the fill tubing sequence. The customer connected a new infusion set tubing; however the issue continued to occur. A supply change was performed resolving the issue. There was no adverse impact to the customer's blood glucose level. Customer was using fiasp insulin. Tandem technical support advised the customer against using off label insulin with the pump.